Event description:
In 2006, a pt was emergently treated with the gore tag thoracic endoprosthesis for a traumatic transection of the thoracic aorta. The tag device was not advanced far enough proximally into the arch despite an intentional covering of the left subclavian artery. The scallops of the endograft fell back into the origin of the left subclavian artery, allowing the device to lose inner wall apposition of the arch, collapse, and allow re-perfusion of the pseudo-aneurysm defect. Four days later, the pt underwent open conversion and reconstruction of the arch. The tag device was explanted and discarded. The pt was released intubated to the intensive care unit.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.